Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Rse reviewed the log files and identified the issue with the host pc operating system (os) disk. The philips field service engineer (fse) visited onsite and confirmed the issue with the host pc os disk. To resolve the issue, fse replaced the hard disk. After replacement, the system was returned to good working conditions. The codes were updated based on the investigation outcome.